Manufacturer narrative:
This product is distributed by (B)(4). It is drop shipped from the source to (B)(4)'s customer. The source is: (B)(6). The source has been provided a copy of the initial reporter's 3500a document.

Event description:
A copy of the 3500a file by the initial reporter is attached. Add'l info from user facility: event desc: technologist in MRI was placing the hearing protection device on the pt when the head band broke, scratching the pt's right side of nose causing a small amount of bleeding. Nose was cleaned and pressure was applied for 10 minutes. Bleeding stopped and procedure continued with a new headset. What was the original intended procedure? Hearing protection during an MRI device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).